Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump displayed an empty reservoir, but their reservoir was more than half full. The customer's blood glucose was unknown. The customer also reported a signal too low alarm and unexpected restart alarm occurring on the insulin pump. Troubleshooting found the insulin pump passed a selftest. It was also found the correct bolus amount was recorded in the bolus history. Customer was advised to monitor their insulin pump. The insulin pump will not be returned for analysis.